Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user, who stated that he does not test regularly, reported receiving high bg readings meter whenever he tests using his dario meter. The user also reported that at his last doctor's appointment, he received a bg reading of 105 mg/dl and an a1c of 5.7%. The user stated that he received a message saying that his test strips were out of date.